Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.coolflow pump, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation on (B)(6) 2015 with a smart touch bidirectional catheter. The procedure was completed successfully with no patient injury. Approximately a month later, the patient expired due to an esophageal fistula. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation on (B)(6) 2015 with a smart touch bidirectional catheter. The procedure was completed successfully with no patient injury. Approximately a month later, the patient expired due to an esophageal fistula. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. The generator was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.